Manufacturer narrative:
Corrected a.1. Added code to h.6 device code based on administrative review. Investigation is ongoing.

Event description:
As reported by our affiliates in italy, this was a case of a 23mm sapien 3 ultra valve in aortic position that presented with moderate/severe central aortic regurgitation (peak mean gradient of 25/13 mmhg) after an implant duration of ten months due to an incorrect coaptation due to degeneration with leaflet thickened. The patient started suffering from shortness of breath after six months post-procedure. A new 23mm sapien 3 ultra valve was implanted successfully within the original s3u valve. The patient was noted as to be stable at the hospital. As per the echo report provided, the valve presented fibrocalcific retraction of the margin of the cusps, which appeared thickened, and moderately severe central aortic regurgitation.

Manufacturer narrative:
Corrected b.5 for better clarity regarding the central regurgitation. Corrected h.6 type of investigation, investigation findings, and investigation conclusions based on investigation completion. The valve was not returned for evaluation and the valve serial number was not provided. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided and reviewed. The echo performed 10 months post procedure shows a short axis view of the 23mm sapien 3 ultra valve in the aortic position, which presented with thickened leaflets and severe central aortic regurgitation. The IFU was reviewed. Physicians are warned that accelerated deterioration of the thv may occur in patients with an altered calcium metabolism. Thv recipients should be maintained on anticoagulant/antiplatelet therapy to minimize the risk of valve thrombosis or thromboembolic events, as determined by their physicians. Potential risks associated with the tavr procedure, the bioprosthesis, and the use of devices includes structural valve deterioration and valve regurgitation. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting a distributed product, no product risk assessment (pra) is required. Additionally, since no edwards defects were identified, no corrective or preventative actions are required. The valve calcification and central regurgitation were confirmed based on medical record. A review of complaint history review revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''after an implant duration of ten (10) months due to an incorrect coaptation due to degeneration with leaflet thickened. Per the echo report provided the valve presented fibrocalcific retraction of the margin of the cusps, which appeared thickened, and severe central aortic regurgitation''. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. Due to insufficient information, a definitive root cause is unable to be determined. However, the tissue calcification was more likely contributed by patient factors. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops over time can be due to patient related factors such as nonstructural dysfunction, tied to pannus formation and/or fibrosis, or due to structural valve deterioration (svd) with bioprosthetic tissue calcification as the underlying failure mode. In this case, patient had fibrocalcific retraction of the margin of the cusps per imaging evaluation, which appeared thickened. Leaflet thickened/calcified could contribute to improper or suboptimal leaflets coaptation resulting in central regurgitation. As such, available information suggests that patient factors (leaflet thickened/calcification) may have contributed to the reported event.

Event description:
As reported from our affiliates in italy, this was a case of a 23mm sapien 3 ultra valve in aortic position that presented a severe central aortic regurgitation (peak mean gradient of 25/13 mmhg) after an implant duration of ten months due to an incorrect coaptation due to degeneration with leaflet thickened. The patient started suffering from shortness of breath after six months post-procedure. A new 23mm sapien 3 ultra valve was implanted successfully within the original sapien 3 ultra valve. The patient was noted to be stable at the hospital. Per the echo report provided, the valve presented with fibrocalcific retraction of the margin of the cusps, which appeared thickened.

Manufacturer narrative:
Investigation is ongoing.